Event description:
The customer reported that only part of the lcd screen was working while the other part was black and not working. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.